Manufacturer narrative:
Despite attempts, no further information concerning this event was provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and a competitor device where exhibiting a high out of range shock impedance measurement of greater than 200 ohms. According to the physician, the rv lead had even exhibited high out of range shock impedance measurements with an older device as well. Surgical intervention was performed and markings were noted in the insulation of the rv lead so it was explanted and replaced. No additional adverse patient effects were reported.